Event description:
The drive console was indicating poor lvad ejection/emptying. The drive console was swapped without effect. X-ray comparisons were going to be made to see if the lvad has shifted since implant or if an outflow obstruction could be identified. The patient has gained weight and grown in the 1.25 years the lvad has been implanted. On 05/28/1999, the manufacturer was informed by the hospital that the drive console was adjusted and the lvad began to full eject. On 06/03/1999, the patient had surgery to remove clotting from around the lvad outflow graft to relieve the restriction on the outflow graft. On 06/18/1999, the manufacturer learned that the patient is doing well. The lvad remains implanted for continued use by the patient and appears to be performing as intended at this time.